Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported the vela ventilator, is continuously giving a beep sound and the unit is not switching on. The customer checked for the connectors in the main pcb (printed circuit board), all were intact, but the issue was not resolved. The customer reported troubleshooting and was able to identify the failed components. The customer reported the power supply assembly and main pcb has failed while after replacing the involved components with the good known ones. The issue occurred during routine checkup by biomed and was not in service. There was no patient involvement associated with this event.

Manufacturer narrative:
Carefusion failure analysis lab technician was unable to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
A 2nd component has been returned for evaluation. Results of investigation: a 2nd component has been returned for investigation, the power supply assembly. Evaluation of the power supply assembly was able to duplicate the reported issue in the laboratory assembly. The root cause was isolated to a bad brick power supply. The reported issue will continue to be investigated within carefusion.